Event description:
It was reported that during a carotid stenting treatment procedure, filter damage occurred. The customer stated that, "a slice occurred in the filter at some point during the retrieval. The retrieval sheath was getting caught, so the physician used a bern catheter to retrieve, which is probably what caused the tear." No patient injuries or complications were reported. Patient status is reported as "no harm."

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.